Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the latch assembly screw was missing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the latch assembly screw had broken out. The field service engineer (fse) pulled the drawer, removed the broken screw, and installed a new screw. The drawer was then reinstalled. The fse tested the drawer using test software, and the rx test was completed. All tests passed successfully, and the drawer was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.